Event description:
The customer initially reported that the device handle would not work properly. Another device was used to complete the procedure without incident. There was no bleeding, no tissue loss and no pt injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B)(4). The incident has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.